Event description:
It was reported a 10mm amplatzer septal occluder was chosen for procedure on (B)(6) 2022 for an atrial septal defect procedure. During procedure, the device presented in a cobra shape deformation of the left atrial disc during the first deployment attempt. The device was then re-sheathed and redeployed two more times and the cobra deformation continued with each attempt. The device was removed prior to release from the delivery cable. A new 11mm amplatzer septal occluder was successfully implanted. It was noted that the deformation persisted when tested on the table after device was removed from the patient. There was no anatomical interference and no angulation or kink in the delivery system when deploying the 10mm amplatzer septal occluder. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is a 6f. Please note that per the instructions for use,- "warnings do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable, or if the device interferes with any adjacent cardiac structure, such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs) or aorta (ao). Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace it with a new device."

Event description:
N/a.